Event description:
A doctor reported endophthalmitis and hypopyon following an intraocular lens (iol) implant procedure. The patient was prescribed medication and received an intravitreal injection; however, the symptoms did not improve. The patient experienced cloudiness in the vitreous humor. A vitrectomy, anterior chamber wash out and removal of the lens were performed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided: evaluation summary: provided by a company physician; possible intraocular inflammatory reaction. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4) . Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.